Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent device was used during a percutaneous prain procedure performed on (B)(6) 2012. According to the complainant the indication for the stent placement was to treat malignant biliary obstruction. During the procedure, after deploying the stent it appeared the very end of the stent was stuck on the delivery system and would not deploy completely. The delivery system and stent were easily removed from the patient. The procedure was completed with another wallflex biliary transhepatic stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent device was used during a percutaneous prain procedure performed on (B)(6) 2012. According to the complainant the indication for the stent placement was to treat malignant biliary obstruction. During the procedure, after deploying the stent it appeared the very end of the stent was stuck on the delivery system and would not deploy completely. The delivery system and stent were easily removed from the patient. The procedure was completed with another wallflex biliary transhepatic stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been fully deployed from the device and was returned. No issues were noted with the deployed stent. It was noted that the catheter was kinked at approximately 510 mm proximal to the distal tip. No issues were noted with the movement of the outer sheath distally or proximally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.